Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock lead impedance (sli) alert via the latitude remote monitoring system. The impedance was noted as 127 ohms from the lead coil to the device can. Technical services reviewed historical device data and noted other previous instances of high out of range sli measurements. Technical services provided guidance about the difference between daily device measurements of impedance and actual shock delivery impedance as well as proposed changes to programming of the sli out of range limit for daily device measurements. The lead remains in-service. No adverse patient effects were reported.